Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ calcification: observed calcification on device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "exchange from textured to smooth and felt like they had deflated". Healthcare professional later reported "calcifications and grade ii" this record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: appropriate term / code not available.

Event description:
Healthcare professional reported "exchange from textured to smooth and felt like they had deflated". Healthcare professional later reported "calcifications and grade ii" this record is for the left side. Device was explanted and replaced. Device will be returned.